Event description:
It was reported that the patient¿s blood glucose level rose to 19 mmol/l (342 mg/dl) between 49 and 71 hours of wearing the pod. The patient¿s mother reported while taking a bath, the adhesive completely separated from their hip/buttocks, resulting in a dislodged cannula. The mother then noticed redness, irritation, itchiness, tender and warm to the touch at the pod site. The general practitioner was called on (B)(6) 2026, and the patient was prescribed mometasone furoate cream usp, 0.1%, ammonium lactate, and aquamax sls free aqueous cream to treat the skin condition. A new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula or reported skin condition. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.